Event description:
A medwatch report was received from the FDA (B)(4) which described an event involving a hermetic lumbar catheter open tip; 80cm. The event was described as follows; "lumbar drain placement- lumbar drain was placed into the l3-l4 thecal sac. It reached approximately l2 before curling back on itself. Part of the catheter was sheared during the attempted removal of the catheter and remained in the thecal sac. Surgery was required to remove the catheter from the thecal sac." Additional clinical information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.